Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the full lead was returned, analyzed and no anomalies were found. The distal lv (low voltage) electrode of the lead was covered in blood. The analyst noted the lead was returned with dried blood on the helix and within the sleevehead. (B)(4).

Event description:
It was reported that during an attempted implant, after the initial implant the physician decided to reposition the right ventricular (rv) lead due to low r-wave measurements. After the repositioning, the helix of the lead would not extend. The rv lead was removed and replaced. No patient complications have been reported as a result of this event.